Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose while using the ilet after performing a 23-inch infusion set change and confirmed through the pump history that the insertion date and days remaining were correct. Symptoms included hypoglycemia with a blood glucose of 69 mg/dl that was trending upward. Outcomes included self-management at home with continued monitoring and no hospitalization. Investigation included remote troubleshooting and education to review pump history and confirm infusion set status. Investigation of this case revealed no device malfunction based on correct infusion set tracking and recovery of glucose levels, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.